Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent lead revision procedure wherein the only thing added was the one linear st lead and it was plugged up to the existing battery. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.